Event description:
It was reported that the patient experienced an scrotal infection with his artificial urinary sphincter (aus). The patient visited a physician and it was deemed to remove the aus and the inflatable penile prosthesis (ipp). Antibiotics were administrated and the infection healed.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Manufacturer narrative:
Initial reporter phone: (B)(6). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced an scrotal infection with his artificial urinary sphincter (aus). The patient visited a physician and it was deemed to remove the aus and the inflatable penile prosthesis (ipp). Antibiotics were administrated and the physician expects that the wound will heal.